Manufacturer narrative:
During laboratory analysis, the pst observed the battery to be unable to power the battery tester. The battery could not be discharged due to failure to charge. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the batteries could not be charged. There was no patient involvement.